Manufacturer narrative:
The user facility submitted medwatch mw5108370 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion. This occurred while infusing acetylcysteine.. The infusion was running when the patient arrived on unit 5 from the ed. Infusion dose and rate were verified by unit 5 registered nurse (rn). When rn later checked on the infusion the IV pump read that infusion was almost complete, but the IV bag was still full. Nurse noted drip rate seemed slower than the rate set in IV, and noticed that the upper IV tubing was partially clamped. The pump did not alarm for upstream occlusion at any point. Once unclamped the IV pump dripped more quickly. The event happened during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.